Event description:
It was reported that a solyx blue sis system device was used during a mid-urethral sling procedure on (B)(6) 2026. During the insertion, the physician attempted to pass the first side of the solyx sling. The mesh carrier caught on the mesh and failed to deploy properly. As a result, the mesh became excessively stretched, and the sling could not be used. The procedure was completed with another solyx sling. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of mesh did not deploy properly.

Manufacturer narrative:
Block h6: imdrf device code (B)(6) captures the reportable event of mesh did not deploy properly. Block h11: with all the available information, bsc concludes that the reported material deformation and failure to deploy was defined in the risk documentation. The device was not returned for evaluation; therefore, a technical analysis could not be performed. The device history record (DHR) confirmed that the device met all material, assembly, and performance specifications prior to release with no manufacturing deviations identified. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow the instructions. A review was completed and confirmed that the events of material deformation and failure to deploy were defined in the risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the available information and absence of evidence indicating a device malfunction or manufacturing issue, the complaint could not be confirmed, and it is most likely that excessive force applied during use contributed to the outcome; therefore, the most probable cause classification is adverse event related to procedure.

Event description:
It was reported that a solyx blue sis system device was used during a mid-urethral sling procedure on (B)(6) 2026. During the insertion, the physician attempted to pass the first side of the solyx sling. The mesh carrier caught on the mesh and failed to deploy properly. As a result, the mesh became excessively stretched, and the sling could not be used. The procedure was completed with another solyx sling. There were no patient complications reported as a result of this event.